Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 549 mg/dl. The retainer had broken off my pump. Customer noticed that blood sugar was high and when they took the pump out of pocket the reservoir was not in the pump. Also there was a crack on the side of the battery compartment. The customer was assisted with troubleshooting. Customer was using insulin pump system within 48 hours of reported high blood glucose event. It was unknown that the customer did used to auto mode feature at the time of event. The device will not be returned for analysis.